Event description:
It was reported that the right ventricular (rv) lead showed an increase in superior vena cava (svc) impedance. The physician inquired on how to disable the svc impedance alert. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).